Event description:
It was reported that a medical assistant splashed a very small amount of cidex opa in the corner of their left eye. The medical assistant was not wearing eye protection. The medical assistant flushed their eye for 15 minutes and does not present with any eye irritation or redness.